Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind test due to an out of phase motor encoder signal. Unable to perform the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the motion sensor alarm. Unable to verify the excessive no delivery, compromised force sensor system, prime/fill anomaly or motor error alarms due to the motion sensor alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system when she tried to prime. The insulin pump also alarmed no delivery. Customer's blood glucose level was 136 mg/dl. The customer was not connected to the insulin pump when she had a MRI. The customer was able to rewind the insulin pump. The insulin pump was stuck in the prime loop. The customer received multiple motor error alarms while on the line. The customer found out she had shingles and infection in her toe. Customer's blood glucose level was 507 mg/dl at the time of incident. The customer spoke to an emergency room doctor about her high blood glucose levels. She did not actually go to the emergency room, was not hospitalized, or ambulance dispatched as a result of her high blood glucose level. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product.